Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer removed the cartridge from the pump, inspected and identified that the o-ring was damaged, and replaced it with assistance from technical support. The customer cleaned the pneumatic tap area and followed instructions to successfully load a new cartridge, allowing them to resume insulin delivery.